Manufacturer narrative:
Kao, f. Et al (2009). Treatment of distal femoral fracture by minimally invasive percutaneous plate osteosynthesis: comparison between the dynamic condylar screw and the less invasive stabilization system. Journal of trauma injury, infection and critical care, 67 (4), 719-726. This report is for an unknown less invasive stabilization system (liss system) /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: kao, f. Et al (2009). Treatment of distal femoral fracture by minimally invasive percutaneous plate osteosynthesis: comparison between the dynamic condylar screw and the less invasive stabilization system. Journal of trauma injury, infection and critical care, 67 (4), 719-726. This study included 45 supracondylar or intercondylar femoral fractures that were treated with minimally invasive percutaneous plating with the dynamic condylar screw (dcs), consisting of the dcs plate and screws, or the less invasive stabilization system (liss). Liss system consists of a plate and at least four bicorical locking screws and at least four unicortical locking screws. There were 26 patients with 26 fractures in the dcs group and 19 patients with 19 fractures in the liss group. In the liss group: the proximal screws loosened and nonunion in a 68 year old woman with a ao/ota type c2 supracondylar femoral fracture. This is report 2 of 8 for (B)(4) this report is for an unknown liss. A copy of the literature article is being submitted with this medwatch.